Manufacturer narrative:
Evaluation summary: one bci capnograph was received for evaluation in good condition with a rechargeable battery. The monitor came in for "calibration is off and missing lines on lcd", but only half of the customer complaint allegations were verified. The monitor was powered up and every other line was missing. A calibration test was performed and the reading was found to be correct. The device operation manual recommends a lo cal be performed before use, due to the pressure change every time a significant change in altitude occurs. Therefore, the calibration issue could not be verified. However, the investigation determined that the lcd failure is a result of impact sustained by the monitor during use and handling. Trends have been identified related to this type of failure and further analysis identified the design to be a contributing factor as the co2 pump has no fastening system, leaving it to dislocate on impact and knock other components internally. The protective boot around the housing acts as shock absorber preventing damage to the housing. However, centrifugal forces in the time of impact affect internal components, which usually results in component damage. Operation manual warned at its chapter 1 & 3 in the warning section as follows: "any monitor that has been dropped or damaged, should be inspected by qualified service personnel, prior to use, to insure proper operation." The lcd problem source was noted as user interface as the damaged u10 display controller from within the device is consistent with unit being severely impacted from drop. Trend data will continue to be discussed for further improvement.

Event description:
Information was received that the calibration of a smiths medical bci capnocheck ii capnograph monitor was "not right" and lines were missing from the lcd screen. No adverse effects were reported.